Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
A product development event evaluation was conducted. The veptr device is designed to mechanically stabilize and distract the thorax to correct three-dimensional deformities and provide improvement in volume for respiration and lung growth in infantile and juvenile patients diagnosed with thoracic insufficiency syndrome. The intent of the design is adequate for the intended use. The cause of device migration is unknown. Patient activity may have contributed to failure of the rib/device interface. Also, the potential injury to the rib during initial implantation is unknown. Risk assessment for veptr implants addresses the complaint event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Reportedly the re-operaion on (B)(6) 2012 included the replacement of the proximal rib ring connector onto a different rib. Part of the surgical plan was to lengthen the veptr construct and move it to a different rib hook irrespective of the 3rd rib erosion. It was reported a slow erosion through the bone occured as the patient was never symptomatic.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
Patient implanted with veptr on an unknown date returned to surgeon. Patient was asymptomatic and it was found the rib hook migrated through the third rib. Patient was returned to the operating room on (B)(6) 2012, the scheduled lenghtening date, with the hook being moved to the fourth rib. The procedure was completed with no problems. Surgeon noted the patient is very active.